Event description:
During installation of the heart lung system, the level sensor could not be powered on. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.